Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m9214m. The analysis results found that the el5ml device was returned in good visual condition. A bag with one malformed clip and two conforming clips. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed eleven conforming clips. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, two devices misfire. In all, they used three devices to do one case. Both devices had a lot no. Of m4hv37. It added an extra five minutes to the procedure. There were no adverse consequences for the patient reported.